Event description:
It was reported the pt could no longer feel stimulation and had not recharged the ipg for 2 months. The pt had received a replacement charging system and had been unable to communicate with the ipg using both charging systems. The pt was to f/u with the physician regarding the issue.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.